Manufacturer narrative:
The reported event was confirmed. The service evaluation revealed a shattered display which is most likely resulting from improper device handling.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the display of the device is defective. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received.